Event description:
A physician reported that the actuation failure of the cutter occurred during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was patient contact with the suspect product but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).